Manufacturer narrative:
The device was returned, decontaminated and visually investigated. Upon visual inspection, this complaint has been confirmed. The returned tip was returned with a defective heat shrink. During investigation the tip was evaluated under 20x magnification. Evaluation of the front hub indicate that an unintended energization may have occur at that location. A small burn was noted on the center of the heat shrink. No other defects were noted on the device. The insulation of the heat shrink may have been compromised if the heat shrink came in contact with another device. For final inspection requirements, all devices are 100% inspected for damages and imperfections. It is not likely that the device left microline inc in this condition. This complaint is confirmed. The root cause cannot be determined because of the condition of the returned device.

Event description:
During the release of the gallbladder with the laparoscopic scissors, a spark appeared at the disposable tip, which burned the duodenum. The procedure and anesthesia time were extended for an unknown amount of time.